Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a pre-operation check, the atrial lead had low impedance values. The physician elected to keep the atrial lead implanted. Programming changes were made and the issue would be further monitored. The patient was stable.